Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a large far field r-wave (ffrw) oversensing and undersensing on current electrograms (egm). Possible t-wave oversensing (twos) was also observed on the right ventricular (rv) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a large far field r-wave (ffrw) oversensing and undersensing on current electrograms (egm). Possible t-wave oversensing (twos) was also observed on the right ventricular (rv) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.